Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting atrial oversensing. The device mode switched from ddd mode to vvi, and exhibited an eight second asystolic episode (no underlying rhythm), in which there was pacing output, but a loss of capture in the ventricle. During the follow-up, the device displayed a battery voltage that indicated that the device was at ert. The physician elected to replace the device.